Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report is for the 23 mm sapien xt valve. Reference: ochiai, tomoki, et al. "Recurrent severe aortic stenosis after transfemoral transcatheter valve-in-valve-in-valve replacement." The journal of thoracic and cardiovascular surgery 155.5 (2018): e141-e144. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, based on the limited patient medical history provided, a definitive root cause could not be determined. The stenosis and regurgitation is unknown, however may be due to patient factors (pre-existing valvular disease process) and/or the mechanisms described above.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through article "recurrent severe aortic stenosis after transfemoral transcatheter valve-in-valve-in-valve replacement", approximately 2 years and 6 months post implantation of a 23 mm sapien xt valve in a pre-existing 23 mm surgical valve for aortic stenosis, a 20 mm sapien 3 valve was implanted inside the 23 mm sapien xt valve due to recurrent aortic stenosis and regurgitation (peak and mean gradients of 114 and 72 mm hg, respectively). Post procedural tte demonstrated a reduction in gradients (peak and mean gradient of 53 and 31 mm hg, respectively); however, a severe prosthesis-patient mismatch (ppm) with an indexed effective orifice area of 0.59 cm2/m2 was noted.  Approximately 8 months post implantation of the 20 mm sapien 3 valve it was determined the patient had high gradient with significant ppm. Removal of the 3 previously implanted prosthetic valves (1 surgical and 2 transcatheter valves), a 21 mm pericardial magna ease surgical valve was implanted.  The pathologic examination after the procedure showed the presence of dense adherent fibrosis and calcification in the 23-mm carpentier-edwards perimount bioprosthesis and the 23-mm sapien xt valve. No fibrosis or calcification was seen in the 20-mm sapien 3 valve. In all 3 valves, no thrombus or vegetation was identified. The patient had an uneventful postoperative course and was discharged on postoperative day 7.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-03047.